Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeling downstream occlusion seal. Functional testing was able to confirm the reported problem. The main board and downstream occlusion seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the batteries contact points were badly damaged. There was no patient involvement, the event occurred during testing. Device evaluation found the downstream occlusion seal to be peeled.